Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting beeping and was suspected to be depleting prematurely. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing and shocking functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Corrected initial reporter information.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting beeping and was suspected to be depleting prematurely. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.